Manufacturer narrative:
The instrument was displaying substrate dispense failure. A field service engineer (fse) was dispatched on (B)(6) 2011. The fse cleaned up spills around wash arm from loose tubing that the customer had already reinstalled. The fse ran a system check which passed. Hardware is the root cause for this event.

Event description:
The customer contacted beckman coulter inc., (bci) to report that a substrate leak inside the unicel dxi 800 access immunoassay system. The customer found substrate tubing that was disconnected. Customer reconnected the substrate tubing. There was no report of injury to lab personnel.